Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections. The customer did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.